Event description:
It was reported that the pt had medical problems with the tissue around the implant. The device was explanted. The pt was re-implanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.